Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, surgeon was unable to open/close device during usage. Item was inspected prior to beginning use and had been used during said attempt. Isi followed up with the initial reporter and obtained the following additional information: the tenaculum forceps was noted to be defective while in the patient. There were no fragments that were noted to have fallen from the device and not patient returning due to any complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci 8m tenaculum forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.